Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back event. The intra-aortic balloon (iab) ruptured and blood went into the pim and the safety disk and contaminated them. There was no harm or injury to patient and no adverse event was reported. This is related to iab complaint (B)(4).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found blood in the safety disk and replaced pneumatic module assy (pim) (0997-00-1178) and safety disk. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).